Manufacturer narrative:
(B)(4). The customer has requested an event log review. Although requested, the event logs have not been received. A f/u report will be submitted with investigation results should the event logs be received for eval.

Event description:
The customer reported that a chemo infusion was intended to last for 12 hours but the bag was found nearly empty after 8 hours. The bag (actual volume not provided) was set up at 6:49 pm on (B)(6) 2014 to infuse at a rate of 31 ml/hr, vtbi 372 ml. At 2:46 am on (B)(6) 2014 the pump indicated the program was complete; approx 10-15 ml was left in the bag. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.